Manufacturer narrative:
An event regarding disassociation and metallosis/ fretting involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed by the clinician review of the medical records and the provided procedure photograph. Method & results: device evaluation and results: the provided explant photographs show a recently explanted metal head and stem with blood and tissue on it. Wear is noticed on the trunnion of the stem. Visual inspection was performed as part of the material analysis report (mar), dated 24-may- 2019. The returned devices were examined with the aid of a stereo microscope at magnifications up to 50x. This inspection indicated that wear was observed on the taper surface of the head consistent with contact against the trunnion. A step was observed at the proximal end of the taper. Adhered material was observed on the inner surface of the head taper; the material was analyzed further using a scanning electron microscope (sem). Damage was observed on the posterior and medial surfaces of the hip stem consistent with the explantation process. Damage was observed on the taper and neck of the hip stem consistent with loss of the taper lock between the stem trunnion and the femoral head taper. Energy- dispersive spectroscopy (eds) analysis was performed on the stem, head, and adhered material from the stem, and head. Eds showed the stem was consistent with an astm f1813 alloy and the head was consistent with an astm 1537 alloy. The adhered material on the head was consistent with material transfer from the head, biological material, and an oxide. The adhered material on the liner was consistent with material transfer from the stem, biological material, and an oxide. Clinician review: a review of the provided medical records by a clinical consultant indicated: provided x-ray confirms radiolucency, provided image confirms metallosis, trunion without a head. Need office/clinical reports, examination of the explanted components, x-ray images, etc. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no,other similar events for the reported lot. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Revision right hip. Suspected trunnionosis. Revised liner, removed stem via eto. Stem revised. Pathology samples taken. Head already disengaged from trunnion.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision right hip. Suspected trunnionosis. Revised liner, removed stem via eto. Stem revised. Pathology samples taken. Head already disengaged from trunnion.